Event description:
It was reported that during an unk procedure the device produced clips in the opposite direction (scissored clips). The procedure was completed with a similar device. There was no pt consequence.